Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they were having no delivery alarms with the infusion set. The customer's blood glucose was 531 mg/dl at the time of incident. The customer's blood glucose was 228 mg/dl at the time of call. The customer stated that the blood glucose reached 598 mg/dl. The customer stated that they were treating the high blood glucose with manual injections. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.